Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient was on home antibiotics for approximately 1 week for a bacterial infection. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient reported they had peritonitis (date of onset unknown). The patient was not able to provide the results of their pd culture. It was reported that they were treated with the antibiotic vancomycin intra-peritoneal (ip) while continuing pd treatment with the same cycler. The patient stated that they recovered from the peritonitis event. The patient was not able to provide the cause of the peritonitis.